Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite to check the reported problem. Upon troubleshooting actions, fse checked power input value and identified that it was abnormal. Fse adjusted the power input range and restarted the system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.